Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; device remains implanted in patient.

Event description:
It was reported, patient was implanted with a stryker plate on her right wrist on (B)(6) 2013. Patient stated within the last 2 years her screws became loose and she is experiencing pain, tenderness and swelling. Patient stated her screws are poking her skin causing pain.